Event description:
Additional information received indicates that the device was explanted without incident.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected a change in impedances on the associated right atrial (ra) lead and right ventricular (rv) lead as well as oversensing of noise. Lead fractures were suspected but not confirmed. No adverse patient effects were reported. As of today all available information indicates that this device remains in service.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
(B)(4). Additional information received indicates this device remains in the possession of the hospital. If it returned, this report will be updated upon completion of analysis.